Event description:
Pt has experienced extreme pain and swelling since the suspect device was implanted. She called MFR and they suggested her to get 2nd opinion. She's got an appointment to do ultrasound in 08/2007. Pt is now on the pain killer, but she stated that the pain never goes away. She was aware of product recall on the tv and wanted to call and file a report.